Event description:
It was reported that the case was a revascularization of the moderately tortuous, moderately calcified, concentric, 90% instent restenosed xience v stent in the right coronary artery. An iron man guide wire was delivered but could not cross the lesion. A non-abbott penetration catheter was advanced over the iron man but could not cross the lesion. A doc extension was connected to the proximal end of the iron man for removal of the penetration catheter; however, resistance was met with the devices and during removal the iron man and doc extension were removed with the catheter. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. A non-abbott guide wire was advanced and placed in the vessel. A 2.75 x 10 mm nc mercury was used and during the first inflation at 16 atmosphere (atm) the balloon ruptured. A second 2.75 x 10 mm nc mercury balloon catheter was used and inflated to 20 atm to further dilate the lesion and treat the instent restenosis without incident. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant, estimated; reported as (B)(6) 2010. There was no reported product deficiency. The reported patient effect restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The iron man guide wire and the doc extension are each being filed under separate MFR numbers.